Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician felt resistance inserting the velocity into the patient and, therefore, removed the velocity. Upon removal, the physician noticed that the velocity was kinked. The procedure was then completed using a new velocity. There was no report of an adverse effect to the patient.